Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 150 units of insulin. Reportedly, the customer was not performing the air removal step. Customer's blood glucose was 500 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.